Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not charging issue was verified and no failure was found in regards to the battery not holding charge issue was confirmed. A different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged. Additionally, the pump battery was depleting quickly. Customer¿s blood glucose level was 208 mg/dl. The customer reverted to an alternate method of insulin therapy.